Event description:
Reportable based on the analysis completed on 01 oct 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (rca) artery. The lesion was predilated with a 1.5x20mm unspecified balloon catheter. A 2.50x28mm promus element plus sds was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination identified distal stent damage. One strut was lifted. The hypotube was kinked at various locations. This type of damage is consistent with excessive force being applied to the delivery system. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).